Manufacturer narrative:
Device passed displacement test properly. No damage on reservoir tube lip or damage retainer noted during visual inspection. Device functioning properly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had cosmetic damage and lip ring from reservoir fell off. Customer's blood glucose level was unknown. Customer reported that reservoir was not able to lock in place when inserted into insulin pump. Customer was advised to revert to backup plan. Insulin pump will be returned for analysis.